Manufacturer narrative:
Result of investigation: no issues were determined during the investigation on the tc304. However, the tc201, serial # (B)(6), were returned together with the tc304 of this report. Tc201 is investigated with zc notification 201058343 and was determined as the cause of the failure. The IFU is stating the product must be checked prior to use and is advising how to handle in case of a malfunction. Further, a replacement device must me ready for use. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4)

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that output signal is not working. Dp port, 12g sdi dvi-d. No negative impact in state of health reported.